Event description:
It was reported that the patient was being externally monitored after implant, and loss of pacing was recorded several times, and the patient was symptomatic. Interference on the right ventricular channel was also noted. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies were found